Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-jul-2007, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 08-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. Per the reporter, the patient was at ¿150 cc or ml¿. On (B)(6) 2020 it was reported that the patient had their pump replaced. The patient was not getting therapy with the pump because of a catheter blockage. The patient had been getting his pump refilled every 3 months and per the reporter the healthcare provider never realized that the catheter was blocked, and the patient was not getting any medication. The patient was stiff and having bad spasms. The reporter was asked when the symptoms returned and the reporter stated they did not know and didn¿t know the patient was having symptoms. The patient only feels the difference now with the new pump. The patient only knows it because the surgeon told the patient at the last appointment (B)(6) 2020 that his spasticity was not where it should have been and told the patient that the catheter ¿'could have been blocked¿. No further complications were reported or anticipated.